Event description:
It was reported by service report that the headend siderails were missing. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: headend right and left siderails missing.